Manufacturer narrative:
The technician replaced the brake casters to repair the bed.

Event description:
Info received indicates when the brake was applied, the brake casters would continue to swivel.